Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered eri (elective replacement indicator) and had no battery voltage information available. The eri status was able to be cleared via programming, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.